Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2022-02021, 1627487-2022-02022, 1627487-2022-02024, 3006705815-2022-13658, 3006705815-2022-13659. It was reported that the patient experienced ineffective stimulation with their scs and drg systems. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. A patient experiencing ineffective stimulation with their scs and drg systems was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.